Event description:
It was reported that water was coming out of the blade area of the device during a functional endoscopic sinus surgery. There was no adverse consequences reported as a result of the event.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated if the investigation requires.